Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional information was able to be obtain. No additional adverse patient effects were reported.